Event description:
Underdelivery reported: the pump was programmed to infuse demerol at 20ml/hr. The nurse reports that it took 15 hours to completely infuse the 250ml fluid container. At 20ml/hr, the bag should have been empty in 12 hours. The nurse states that the pt did not verbalize any complaint of pain. The physician was not notified of the underdelivery. No other info was available.